Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was damaged and rewinding was continuous did not stop. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that the location of damage was drive support cap. The customer was advised to replace and to discontinue use of the insulin pump and advised to follow their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33, excessive no delivery test or verify prime or fill anomaly due to broken or detached end cap. (B)(4).